Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) (incorrect removal of the device). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, difficulty was encountered removing the device. The device was removed with counter-traction and an assertive pull. The operator inadvertently forgot to use the access ports to unlock and proximately retract the thumb adverse and clip delivery tubeset, in accordance with the instruction for use. When the device was removed, a hematoma developed and the locator wings were bent. Manual compression was applied to express the hematoma and achieve hemostasis. There were no reported adverse patient sequela. Though requested, no additional information was provided.